Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Water leaked from the t-connector while the patient was receiving an IV infusion.